Event description:
It was reported that this right atrial (ra) lead was revised and repositioned due to it presenting an increase in its pacing threshold measurements. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was revised and repositioned due to it presenting an increase in its pacing threshold measurements. The lead remains in service. No additional adverse patient effects were reported. At a later date, this device was received for analysis, indicating it has been explanted. There is no indication it was explanted due to the previously reported issues. No report of any device issues has been received at this time. No adverse patient effects were reported. The device has been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.